Event description:
It was reported that patient presented to the emergency room with anxiety after receiving a patient notifier, there were no shocks or high output pacing present. Premature battery depletion was suspected. The device was explanted and replaced. The patient was stable and will continue to be monitored with regular follow-up.

Manufacturer narrative:
The reported premature battery depletion was confirmed in the laboratory. High current was observed during bench testing and was traced to the hybrid. The cause of the premature battery depletion was due to excess current on the hybrid.